Event description:
It was reported that a pacemaker, having been in use for about 13 years, was unresponsive to a magnet and to a programmer. Patient is in sinus rhythm. No patient complications were reported due to this event. The system remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.